Event description:
Vns pt has experienced an increase in seizures lately. The pt fell with a seizure and believes that the fall may have damaged device. Further follow-up revealed that x-ray did not reveal any discontinuities in the vns therapy system. Device diagnostic testing was within normal limits, indicating proper device function. The pt is reportedly doing better and was simply scared from experiencing the fall.